Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to a routine follow up experiencing muscle stimulation. The pulse generator exhibited backup vvi operation. After a software download, normal function resumed.